Manufacturer narrative:
Evaluation: results: each of the leads was observed to have one channel with an impedance measurement that was out of specification. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01303.